Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Pt received a scs system including two percutaneous leads (from the same lot) on (B)(6) 2010. It was reported that the pt felt an over-stimulation sensation. Reprogramming efforts were unsuccessful at resolving the issue. X-rays revealed leads had migrated. Follow up on the pt found that the physician decided to explant and replace the pt's leads on (B)(6) 2011. The leads had allegedly migrated down several vertebral bodies which made them difficult to reposition. The explanted leads were discarded by the facility. No further pt complications were reported.